Manufacturer narrative:
H.6. Investigation: two mz1000 samples were received for investigation; one in open packaging from lot 20026009. Dried fluid was present in both products. No connecting products were returned to assist the investigation. A visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak luer lock syringe, and a 20ml bd luer slip syringe from stock to the returned samples; in each instance a secure connection was made and no bounceback was observed. A review of the production records for lot 20026009 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. As the connecting male luer was not returned for investigation, it could not be determined if this may have contributed to the reported disconnection. H3 other text : see h.10.

Event description:
It was reported that the maxzero needleless connector piston rebound was too strong to connect the intravenous cannula. This occurred 2 times during use. The following information was provided by the initial reporter, translated from japanese to english: "after placing an intravenous cannula, the hcp connected to mz1000 but could not connect because the rebound of the blue rubber piston was too strong. The hcp then used another mz1000 and the same incident occurred."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector piston rebound was too strong to connect the intravenous cannula. This occurred 2 times during use. The following information was provided by the initial reporter, translated from japanese to english: "after placing an intravenous cannula, the hcp connected to mz1000 but could not connect because the rebound of the blue rubber piston was too strong. The hcp then used another mz1000 and the same incident occurred."